Event description:
The customer states the device would not boot up. There was no pt impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.